Manufacturer narrative:
As reported by physician: placement of implant seemed to be ideal. No implant loosening noted or endplate damage or bone formation. No other information provided. The review of the traceability and the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device sent to external laboratory.

Event description:
Mobi-c p&f us revision: arm pain and grip weakness. At 9 months post-op, patient had neck pain with no numbness or weakness. Revision removal and fusion procedure.